Event description:
Patient's skin probe setting was at 36.5 degree c. Patient's axillary temperature was 38 degree c.skin probe and isloette changed. Patient's temperature returned to normal range. Patient suffered no untoward effects. Possible skin probe failure.